Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The lesion being treated was located in the tortuous and calcified mid left anterior descending (lad) artery. The lesion was not predilated. The physician implanted 2 unknown stents in the lad without difficulty. When deploying a third stent, a 2.5x12mm ion stent, a balloon rupture occurred. The stent delivery system (sds) balloon was inflated to 11atm when the indeflator started to lose pressure. The sds balloon was removed intact and the stent was post dilated with a 2.5x12mm quantum apex balloon, inflated up to 16atm. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: over 18 years. (B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - there was solidified contrast and blood in the balloon and inflation lumen. The stent was not received for analysis. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. The catheter was soaked in a bath of circulating water to attempt to loosen solidified contrast and blood in the balloon and inflation lumen. Attempts to inflate the device to nominal pressure were unsuccessful, likely due to the presence of residual solidified contrast and blood in the inflation lumen. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The lesion being treated was located in the tortuous and calcified mid left anterior descending (lad) artery. The lesion was not predilated. The physician implanted 2 unknown stents in the lad without difficulty. When deploying a third stent, a 2.5x12mm ion stent, a balloon rupture occurred. The stent delivery system (sds) balloon was inflated to 11atm when the indeflator started to lose pressure. The sds balloon was removed intact and the stent was post dilated with a 2.5x12mm quantum apex balloon, inflated up to 16atm. No patient complications were reported and the patient's status is fine.